Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix kugel device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2005 - the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2005 - the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2005 - patient was diagnosed with ventral hernia and umbilical hernia thereby underwent open repair with the implant of composix kugel. Per operative notes, ¿the defect was freed up entirely and small umbilical hernia was noted in the same area and two were combined and freed up to their base. Acoustical composix kugel was inserted into the fascial defect and tacked underneath the outer layer of the mesh. The mesh was sutured in place to the fascia and the inferior and superior portions of the graft.¿ (B)(6) 2014 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent laparoscopic repair with removal of old mesh. Per operative notes, ¿patient had a large palpable fascial defect in periumbilical region. Extensive adhesion to anterior abdominal wall and into the hernia, adhesiolysis was performed and some incarcerated small bowel and omental contents were taken down. The composix kugel mesh had been adjacent to the hernia site and the hernia was superior to the right side of the mesh. The composix kugel mesh had some sharp edges and was poking inwards and due to the appearance, the mesh was removed in multiple pieces. The defect was repaired with synthetic mesh and tacked the mesh circumferentially with protack.¿ attorney alleged that the patient had adhesions, infection, mesh shrinkage, pain, hernia recurrence, ring break and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix kugel device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 8 years 10 months post implant of composix kugel mesh, patient was diagnosed with hernia recurrence and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Updated fields: a2, b2, b3, b4, b5, b7, d4 (product catalog no, corporate lot no, expiry date), d. 6b, e3, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.